Event description:
Philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction inop message. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the mx_100/x3 speaker assembly was defective and needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was the mx_100/x3 speaker assembly. The reported problem was confirmed. The customer was provided with a replacement mx_100/x3 speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter institution phone number: (B)(6).